Event description:
It was reported that there was high impedance and noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.